Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer failed the finger touch test for cursor misalignment after the latest software update. An unexpected/poor response to the finger touch was observed during interaction with the touch screen. An electromagnetic interference (emi) repair was performed, and new software was installed to solve the finger touch test failure. Also, the x-y board was replaced as a preventive measure to solve the failed touchscreen issue. Additionally, it was noted that the mounting from the lower left hinge on the upper case was broken, and the hinge was loose from the case. The left hasp locking latch from the display was broken. The cooling fan was noisy. The lower bullets were missing/worn. It was noted that the display was very difficult/stiff to move up or down because of the worn upper hinges and the display was hard/stiff to open or close because of the worn lower hinges. All the defective parts were replaced or added. The programmer then passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment after the latest software update. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.